Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, patient outcome and action taken with pd therapy were not reported. The patient was hospitalized and was treated with an unspecified medication for the event. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Age at time of event: the patient was reported to be in their 30s. Upon follow-up, it was reported that the patient was hospitalized on the same day as the event onset. On an unspecified date, the patient has recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.